Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.